Event description:
Löwenstein medical technology has received information about an incident in which this device failed during therapy. It is reported that no one has been harmed. There is currently no further information about this incident. We have tasked our technical support to gather further information about this potential incident.

Event description:
Löwenstein medical technology was informed that this device stopped ventilation during therapy session in a hospital setting. The device did not switch off "completely" and alarmed about faulty condition. The device was subsequently replaced due to the alarm. There was no harm to patient, user or third party by the defect.